Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a business partner regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity (muscle spasticity). It was reported a revision of an unspecified baclofen pump occurred on (B)(6) 2007. There were no reported symptoms, and no further complications were reported or anticipated. No further information was provided. Medical history included a spinal fusion with rods on "(B)(6) 200" at 11 years and a nissen fundoplication at 4 years.